Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients not crossing over to 1 station and showing the disconnected mode error message on the screen and too they were unable to view any patients after signing in. The technical support specialist dialed into the station and verified the station there's no longer error showing in disconnected mode. The customer decided to cancel the ticket; this issue was resolved on the customer's side (it, pharmacy).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had multiple patients that were not crossing over to the station. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.